Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. Additional information has been requested, and we will report accordingly when it becomes available.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.

Event description:
It was reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and there was no adverse event reported

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
The correct event site name & address: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse troubleshot and replaced the o-ring, the high pressure regulator, the high pressure transducer, the helium tubing, and the quick disconnect fitting. However, the leak still remained. The fse packaged the iabp unit and sent it to the depot in mahwah, nj so that repairs can be performed at the factory. The customer was provided with a service loaner iabp unit until the actual iabp unit is repaired and returned to the customer. The fse at the depot in mahwah, found that the helium tank tray will not fully open making it difficult to properly install a helium tank. The fse had also found a loose screw jammed in the right side hinge which prevented the tray from fully opening. To fix this issue, the fse disassembled the cart base so that the loose screw could be removed. The tray functioned normally after the screw was removed. The fse found a small helium leak at the low pressure fitting of the high pressure helium regulator, which the fse tighten the fitting and inspected all helium tubing and fittings for leaks. The fse performed multiple helium leak tests and all tests passed. Testing was done with a full pressure tank which was closed at the shut off valve. The fse then performed preventive maintenance (pm), functional test and safety check as per the service manual, which passed. The iabp was then released to the customer and cleared for clinical service.